Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 309 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The analysis of the shock holter data showed that a large amount of charging cycles and shock deliveries was performed by the ICD between 3-sep-2019 and 6-sep-2019. As a result of that fast successive charging the eos battery status had occurred. During the analysis of the available iegms (episodes 256 to 264), slight noise signals were detected in the farfield channel. However, based on the available data, it was not determinable whether the charging clycles resulted from noise or intrinsic heart signals. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. The amount of charge taken from the battery was verified, revealing the eri battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. The activation of the eos status resulted from a fast successive amount of charging cycles. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
This device was explanted and replaced due to eos. Should additional information become available, this file will be updated.